Event description:
Event was reported to caldera medical by an attorney. The pt has suffered chronic pelvic and vaginal area pain, severe infection, painful intercourse, urinary incontinence, and scar tissue. No further info has been provided.